Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior tibial artery. After atherectomy was performed, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, the balloon would not hold the atmosphere pressure. During removal and as they withdraw back to collapse the balloon, blood started coming. When the device was removed, the balloon was filled up and a pinhole at the distal tip was noted. The procedure was completed with a non-bsc device. No patient complications were reported. Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon and inner lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed tip damage, and two pinholes in the balloon material that were located at the edges of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was functionally tested by attaching an inflation device (filled with water) to the hub of the sterling device. When positive pressure was applied to the device, water was found to be streaming out from the pinholes in the balloon material, and the device could not be brought to rated burst pressure and could not hold pressure.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior tibial artery. After atherectomy was performed, a 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, the balloon would not hold the atmosphere pressure. During removal and as they withdraw back to collapse the balloon, blood started coming. When the device was removed, the balloon was filled up and a pinhole at the distal tip was noted. The procedure was completed with a non-bsc device. No patient complications were reported.